Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant, using large flexnav delivery system . The patient was in sinus rhythm pre-procedurally. During deployment of the device, the patient went into heart block. The heart block was managed by the temporary pacing wire in the left ventricle. The navitor was successfully implanted. A permanent pacemaker was implanted to manage the arrhythmia. There was no calcification extending beneath the aortic annular plane. The patient was reported to be stable.

Manufacturer narrative:
An event of heart block was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. I the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.